Manufacturer narrative:
D4 lot code field updated.

Event description:
Discovered that there was a section missing - vagina [foreign body in reproductive tract]. Felt weird [feeling abnormal]. Took out the tampon, she discovered that there was a section missing [complication of device removal]. There was a section missing - tampon [device breakage]. Case description: consumer reported via e-mail that she took out the tampon and noticed a section of the tampon missing. No serious injury reported.

Event description:
Discovered that there was a section missing - vagina [foreign body in reproductive tract] felt weird [feeling abnormal]. Took out the tampon, she discovered that there was a section missing [complication of device removal]. There was a section missing - tampon [device breakage] case description: consumer reported via e-mail that she took out the tampon and noticed a section of the tampon missing. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.